Event description:
It was reported that the device was replaced due to no telemetry. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) failure disappeared during analysis. Analysis of the device confirmed the no telemetry condition, but when device was milled open a device reset occurred which re-established telemetry. No additional analysis of the root cause is possible since the failure disappeared.